Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob973 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During a pka the post op x-ray showed the tibia went into valgus and was planned for varus. Case type / application: pka (mics).

Event description:
During a pka the post op x-ray showed the tibia went into valgus and was planned for varus. Case type / application: pka (mics).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.